Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): (B)(4) the proximal segment of the lead was returned, analyzed and all conductors were fractured. It was also noted that the proximal conductor was distorted, the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached (clavicle-rib crush), and the outer insulation had a cosmetic depression. (B)(4): the proximal segment of the lead was returned, analyzed and outer insulation was breached due to a clavicle-rib crush. It was also noted that the proximal conductor was found to have blood/body fluid (not obstructed), and the outer insulation was observed to have environmental stress cracking and a cosmetic depression.

Event description:
It was reported that both the atrial and ventricular leads showed no sensing and failure to capture. It was further reported that both leads were fractured. Both leads were replaced. No patient complications have been reported as a result of this event.